Event description:
The complainant alleged that a nurse was defibrillating a very obese female pt in her seventies and who had very large pendulous breasts. The complainant delivered approx four shocks to the pt, but upon the fifth attempt to defibrillate the pt at 360 joules, one of the pt's breasts flopped down on the nurses hands as she was discharging the paddles, causing the nurse to receive an unintended delivery of energy. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported event. The reason this report is being filed is to report the unintended delivery of energy to the operator. There is no reported device malfunction.